Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Upon inspection and testing, it was observed that device turned off with a beep sound intermittently. This is attributed to the faulty circuit board (cr board). The flow rate was also intermittently slowing on the lower side of the standard value. This is attributed to the faulty first regulator unit. Other, incidental observations for the device are that one damper was found to be broken, and tracks of flat cable between the front panel and cr board are rusted. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, during a therapeutic laparoscopy cholecystectomy procedure the device front panel screen turned off after a beep. The procedure was completed with another company¿s device. There is no harm or adverse impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomena were reproduced. The ¿alarm continuously sounds¿ and ¿all led disappeared¿ were noted as abnormality of the inner circuit. A faulty pressure censor (cr) board was confirmed and attributed to the phenomenon. Additionally, (2) a faulty first regulator unit was attributed to the phenomenon as well. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
Addendum nov 2, 2022: event occurred intermittently couple of times during the course of procedure for a short period. The device was inspected prior to use with no anomaly noted.

Manufacturer narrative:
Additional information has been received for this event. This supplemental report is being submitted to provide this information.